Event description:
It was reported that during a percutaneous coronary intervention (pci), the guidewire exit port of an imaging catheter was caught at the distal edge of a stent. The lesion being treated was 90% stenosed without calcification in a middle tortuous left anterior descending artery (lad). The physician released the imaging catheter from the stent by retrieving the imaging core and then advancing the catheter. No additional complications were encountered during retrieval of the device. The pt was reported in good condition.